Event description:
It was reported that telemetry issues occurred. The implantable neurostimulator (ins) was unresponsive to attempts by the physician programmer and patient programmer. The ins was able to be programmed at implant but since then no telemetry had been available with either the patient programmer or clinician's programmer. The patient met with the manufacturer's representative on 2011 (B)(6) and it appeared that the ins may have shifted which could have caused the telemetry issues. The representative was able to communicate with the ins and adjustments were made to the settings. The patient was going to return home and see if her symptoms were improved with the new settings and contact her healthcare provider with any future issues with telemetry. Additionally, the ins was tilted in the pocket and potentially was flipped. A flip was not confirmed. An x-ray was recommended. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093, lot # v154739, implanted: 2008 (B)(6), explanted: unknown. Patient programmer: 3037, serial # (B)(4), implanted: na, explanted: na.